Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the bile duct and the side car was found to be torn and could not be back-loaded along the guide wire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone removal procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the bile duct and the side car was found to be torn and could not be back-loaded along the guide wire. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual examination of the returned device found residue present on the basket, and the entire length of the sidecar was torn. The sidecar pushback was measured to be 2.5mm. Functionally, the basket could not be opened due to the residue, and the passage of the guidewire was restricted due to the damaged sidecar. The condition of the returned incident device was consistent with the complaint; side car was found to be torn and could not be back loaded along the guide wire. The most probable root cause of the damage is operational context, since the damage likely occurred during the interface between the lithotripter basket and guidewire, or endoscope. (B)(4).